Event description:
Caller reported that their pump screen was dark and would not turn on, indicating a battery issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to troubleshoot by pressing the center button, checking the charging cable and adapter, and leaving the pump plugged into a working outlet for at least 30 minutes, but the pump still would not turn on. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump. Customer may continue to use a backup insulin pump.